Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had experienced premature battery depletion. The physician has no explaination for the premature battery depletion. Device replacement has been scheduled. This report will be updated when further information becomes available.